Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported self-generated intermittent keypad touch sound; failure repeats within 10 minutes. The ventilator was removed from the patient. The customer reported patient involvement and no patient harm.